Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a poor air supply. The issue was found during preparation for use, the intended procedure was completed with a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, no air was fed due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the control unit had discoloration, no water was fed due to the clogging of the nozzle, and the adhesive on the bending section cover had a chip. The following had a scratch: scope connector cover unit, forceps elevator lever, up / down knob, flexibility adjustment ring, switch box, plastic distal end cover, scope cover, scope connector, grip, control unit, switch 2, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.